Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00x38 synergy ii drug eluting stent was selected or use to treat the lesion. However, when the physician was attempting to load the stent into the wire, the physician noticed that the stent was not on the balloon and had been removed during removal from the hub outside patient. The procedure was completed with a different device. No patient complications were reported.